Event description:
Patient was revised to address loosening of the tibial tray at both interfaces. Depuy cement was used at the time of original implantation. Osteolysis was also reported, as well as delamination and pitting of the insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Examination of the submitted device confirmed pitting with the presence of bone cement indicating some loosening had occurred. Bone cement particles can also increase wear on polyethylene components, and may have contributed to the pitting. No material defects or inclusions were noted that would have contributed to the component loosening. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the idepuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.